Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back. The area was reported to be covering the patient's entire back with some bleeding under the vibration box. The patient was using neosporin on the irritation and his dermatologist recommended using vaseline. During a follow up, it was reported that the irritation was improving.